Event description:
It was reported the gastrointestinal videoscope had a communication error during a diagnostic gastroscopy procedure. The procedure was cancelled and then repeated. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e315, no image, and the air/water tube and cylinder have foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.